Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified multiple occurrences of error code 1840. Visual and functional testing was performed, and the customer¿s reported problem of error code 1840 was confirmed during power-up. The most probable cause was determined to be a defective motor. The motor was replaced. Additional findings included a failed downstream occlusion (dso) test, an out-of-specification internal battery, and excess adhesive at the upstream occlusion (uso) seal. The dso sensor, internal coin cell battery, and uso seal were replaced, and the sensor area was cleaned. The device was updated, calibrated, and passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 1840. This error is related to a motor power slow charge (long motor capacitor test). There was no patient involvement and no patient harm.